Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline fault alarm. The controller was exchanged to the backup controller along with the modular cable. The power fault alarms cleared but the communication fault was unable to be cleared. The log file captured driveline comm fault alarms since the controller was connected on (B)(6)2023 at 0944. There were also driveline power fault alarms between 0944 and 0948 that had cleared. Given the communication fault alarm was active following a controller and modular cable exchange, there could be a possible damage to one of the communication wires (b) within the driveline. It was recommended to get x-ray images of the driveline. There was no noticeable area of damage between the exit site an the modular connector and x-rays were to be obtained. No further audible alarms were noted. Repeat log files from both controllers were submitted for analysis. The log files from their current controller captured constant driveline communication faults throughout the log showing intermittent communication faults on line b. The log files from the exchanged controller showed that the communication faults started on (B)(6)2023 at 0557 and continued to the remainder of the log showing comm b faults intermittently. The patient was seen on (B)(6)2022 and there were no visible damage, trauma, debris, or moisture concerns. X-rays were reviewed and the bend in the driveline was suspected to be the potential cause. After discussion with the team, there were no new comm fault alarms on the controller. The alarm was permanently silenced and was showing up on the system monitor as intended. Related MFR # for the pump: 2916596-2023-02800. Related MFR # for the modular cable: 2916596-2023-02804.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller is being evaluated for driveline power and communication faults. The system controller was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed events spanning approximately 8 days ((B)(6) 2023, (B)(6)2023, (B)(6)2023 per timestamp). Events captured on (B)(6)2023 took place in the testing labs at abbott. Driveline communication fault alarms consistent with com_b_faults were active on (B)(6)2023 from 05:57:18 ¿ 09:50:24. The alarms escalated to comm a and comm b faults on (B)(6)2023 at 09:48:22. The pump was still in operation; however, the controller was unable to monitor the estimated flow and average pi. Driveline power fault alarms were active on (B)(6)2023 at 09:48:26 causing the pump to briefly stop. The alarms continued through the end of the log file when the driveline was disconnected. The driveline was disconnected on (B)(6)2023 at 09:48:31 and the controller was shut down at 09:50:24. There were no other notable alarms active in the logfile. The device appeared to function as intended. Additional log files were submitted from the backup controller following the reported controller exchange and the alarms persisted post exchange. Multiple good faith effort attempts were made asking if any products will be returning; however, no response was received. The modular cable returned for analysis and corrosion was found on the inline connector which may have contributed to the reported event. The root cause of the reported event was conclusively determined to be unrelated to the system controller, but rather attributed to an issue with the modular cable and pump connector. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication and power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.